Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: this complaint does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature problem. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigation, and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls/ mitigations.

Event description:
It was reported that the device had a system fault. The event occurred during testing, and there was no patient involvement.